Event description:
It was reported that the device has been delivered beginning of the year. Now the "maintenance required"alarm pops up. The maintenance sticker says due date is (B)(6) 2020. It is unknown if there was a patient involved.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The failure mode identified, ¿maintenance required" alarm, does not present any patient risk and in fact is meant to be an alert to the user that device service is required. The device protective measure is operating as intended therefore this event does not meet reporting criteria. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.